Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. The low glucose feature was set up in the sensor edit settings. The low predicted alarm functioned properly during testing. There was no low (hypo alert) anomaly noted. The pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was 55 mg/dl but the sensor did not alarm that the customer was low. Customer reported that his current blood glucose value was 369 mg/dl. Customer declined to treat right then and reported that his blood glucose was running high. Customer stated that it was normal for him. Customer stated that his low blood glucose setting was set to 70. Customer also reported that his high blood glucose setting was 400 mg/dl. Customer stated that the pump has not been alarming when it should be and the issue started about 2 months ago. Customer was advised that the pump will need to be replaced.